Manufacturer narrative:
H2: please see section d9 for when the device was available for analysis. H2-h6: the emitter, lot: 603002331, was returned to the manufacturer for analysis. The complaint was verified. The cable was torn with exposed wires. Despite the damaged cable, the emitter was functional. There was a physical damage failure mode. Codes b01, c02, c07, and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 733752: work order completed: h3, h6) a manufacturer representative (rep) went to the site to test the navigation system. It was reported that the emitter was replaced to resolve the issue. Codes b01, c02 and d02 are applicable. A05: applicable to the damaged flat emitter wrap. A07: applicable to exposed wires on the cable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the flat emitter wrap was damaged. Work order had shown that wiring were exposed on the cable. There was no patient involved.